Manufacturer narrative:
One device is expected to return for evaluation. The investigation has not yet begun. A follow up report will be submitted when the evaluation has been completed.

Event description:
The distributor reported that part of the configuration of the device resulted in incomplete sterilization. This defect was found during the distributor's initial inspection of received products. The device was not sent to a user facility.

Manufacturer narrative:
One device was returned for evaluation. The device was visually inspected and the stopcock handle was found to be turned in the wrong direction. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.